Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. During visual inspection it was observed that the silicone segment had been completely separated from the lower fitment. The set was received without the lower fitment and the remainder of the set below the lower fitment. The expected retainer ring for the lower fitment and silicone segment connection was not received. O-ring indentations were present on the silicone segment. No crush marks were observed on the upper or lower fitment. Functional testing was not performed due to the obvious damage. Dimensional testing was performed on the silicone segment and the tubing was within specification. The root cause of the failure was not identified.

Manufacturer narrative:
Concomitant medical products: (2)spiro connectors; connector; phaseal bag access; b.braun 500ml etoposide in 0.9% nacl, ref (B)(4), lot j6c041, exp 09/2018, therapy date: (B)(6) 2016. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the silicone segment separated at the lower fitment while infusing etopside 180mg in 0.9ns 500ml.